Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer was treated for the low blood glucose with food. The customer was assisted with troubleshooting. Customer stated the low blood glucose was due to stress at work. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.